Manufacturer narrative:
Device manufacture date: july 12, 2016 ¿ july 13, 2016. The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional leak test was performed and passed successfully with no issues relating to the reported condition. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed with a half day infusor. The device was filled with 2.5mg of desferal diluted with normal saline. The fill volume was 60ml. There was no patient injury or medical intervention associated with this event. No additional information is available.